Event description:
According to literature source of study performed between august 2013 and may 2019, cystourethrography was performed on the sixth or eighth day postoperative to robot-assisted laparoscopic prostatectomy to assess urethrovesical anastomotic leakage. Around 44 patients presented with urinary leakage. Peritonitis was noted in 5 of these patients, which did require re-insertion of a urethral catheter.

Manufacturer narrative:
Literature: title: impact of the severity of urethrovesical anastomotic leakage on urinary continence following robot-assisted laparoscopic prostatectomy source: journal of robotic surgery 10.1007/s11701-021-01357-7 published:29 january 2022. If information is provided in the future, a supplemental report will be issued.